Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: unknown mentor right saline implant (B)(4).

Event description:
It was reported that a (B)(6) -year-old african american female patient underwent a breast augmentation revision with mentor smooth round moderate profile 525cc saline breast implants which the left side deflated after implantation. The issue was diagnosed during the physical examination. Even though we have not received information regarding explantation or an expected explantation date, removal was indicated.

Manufacturer narrative:
On 6/7/2018, additional information indicated that the patient underwent removal and replacement of left deflated implant with catalog number 3501685, serial number (B)(4) on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/16/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Upon receipt by mentor, the device was received without fluid. Brown material was found within the device and on shell surface. During evaluation, crease lines were observed on the anterior and posterior aspect. A rent, measuring approximately 0.2 cm, was observed on a crease line area, on the posterior view. No other anomalies were observed. Complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, pe concluded that the rent, shell abrasion and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. At this point is not possible to determine the origin of the brown material found in the device. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).